Event description:
It was reported that the ilet displayed alert 38 indicating repeated motor stalls that persisted after restart, priming, and rewinding, leading to insufficient insulin delivery and hyperglycemia; the user switched to subcutaneous insulin via pen as backup therapy and the device was shut down and slated for replacement. Symptoms included high blood glucose with a meter reading of ¿hi,¿ while blood ketones were normal. Outcomes included interruption of automated insulin delivery and the need for alternative insulin administration.

Manufacturer narrative:
Investigation included verification of the alert, guided restarts, inspection of infusion set, tubing, and cartridge by the user, and coordination for device replacement and return. Investigation of this case revealed a consecutive motor stall condition with no visible issues reported with the infusion components. It was concluded that the device experienced a motor stall malfunction that resulted in hyperglycemia, and the user was advised and transitioned to backup insulin therapy.